Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-25004. The patient has two 3146 leads from the same lot number and one 3186 lead. It was reported that patient will undergo surgical intervention due to ineffective stimulation.